Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. . Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Other applicable components are: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Patton, v., abraham, e., lubowski, d.z. Sacral nerve stimulation for faecal incontinence: medium-term follow-up from a single institution. Anz journal of surgery. 2016. Doi: 10.1111/ans.13605. Summary: most studies on sacral nerve stimulation (sns) are either single-centre with small numbers of patients or multi-centre studies. We present the medium-term follow-up results from a single centre for 127 patients undergoing sns. Reported events: three patients with sacral nerve stimulation (sns) to treat fecal incontinence experienced deep wound infections requiring permanent device explant. Two patients with sns to treat fecal incontinence experienced deep wound infections requiring surgical revision. Seven patients with sns to treat fecal incontinence experienced superficial wound infections which were treated with antibiotics. Five patients with sns to treat fecal incontinence experienced rotation of the implantable neurostimulator (ins) that required repositioning. Two patients with sns to treat fecal incontinence experienced a hematoma requiring permanent explantation of the device. Four patients with sns to treat fecal incontinence experienced pain over the ins site and ultimately had the device permanently explanted. Four patients with sns to treat fecal incontinence experienced no clinical benefit and underwent permanent explantation of the device. Seventeen patients with sns to treat fecal incontinence experienced lead dislodgement requiring replacement. An unknown number of these patients were said to have reported a fall, but there was no clear evidence that this was causally related. The authors reported that all patients were implanted with interstim I or interstim ii devices, but it was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.